Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator undersensed ventricular fibrillation which resulted in delayed high voltage therapy. The patient lost consciousness before the shock was delivered. No changes or intervention was performed. The patient was in stable condition.